Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) (year not specified). The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. A couple hours after the start of the alleged issue, the patient claims he felt symptoms of blurry vision and dizziness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.